Event description:
When preparing the cement, the liquid portion of it would not transfer to the powder. New cement was opened and used; lot number of new cement opened unknown. No delay to case or harm to patient.